Manufacturer narrative:
The fse evaluated the device at the customer¿s site. It was determined that defibrillator did not hold charge due to a poor power supply. Hence power supply was replaced (dfm100 ac power module, (453564488951) to resolve the issue. After that the device passed all the operational tests and was returned to full functionality.

Event description:
Philips received a complaint on the defibrillator indicating that the device does not hold charge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6) . A follow up report will be submitted upon completion of the investigation.